Event description:
The lay user/pt's father contacted lifescan on february 9, 2008 and alleged that his daughter's one touch ultra meter was reading inaccurately erratic. The medical affairs specialist was unable to reach the father after several attempts via phone. A letter was sent to the address provided. The father reported in 2008, the pt had obtained 3 blood glucose results within 10 minutes of each other on the subject meter (191, 77, and 76 mg/dl). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. Three days later, at around 7:00 pm, she obtained a result of 319 mg/dl. It is unk if she had experienced any symptoms of high or low blood glucose at this time. She was then administered insulin (unk type/dosage). At 10:00 pm, her blood glucose went down to 36 mg/dl. The father also reported, that the pt had experienced "tingling in her lips and stomach" symptoms. She was not tested on any other device and did not received any medical attention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that the meter was coded correctly. The test strips were in good condition and within the expiration/discard dates. Per the father, the last test strip was used up from the subject test strip vial. However, control solution test passed on two new vials of test strips. This complaint is being reported because the pt obtained a high result, was administered insulin, and then her blood glucose went down to 36 mg/dl. The meter/strips were out of specification with the precision test performed by the pt. The control solution tests passed on two new vials of test strips. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.